Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. Customer reported that pump was dropped and the damage was not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1781k was requested for return and customer has returned the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. After multiple new batteries and battery caps unit remained on blank display. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapping out test boards confirms blank display is isolated to pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. No physical damage noted during visual inspection. Blank display isolated to pcba 1. Unable to download history files and traces due to blank display. Unit received with serial number label damage (faded and stained), broken belt clip rails, cracked case on battery side, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, missing display window/cover, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. In summary, pump receive with a blank display suspected to be on the pcba 1. Unable to download history files and traces due to blank display. Cosmetic damage confirmed when cracked case on battery side was observed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.